Manufacturer narrative:
Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6) medical center. (B)(6), phone number: (B)(6). Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2023. During the procedure, the balloon was unable to inflate due to a leak. The customer reported the balloon had a hole. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.